Event description:
It was reported that battery depletion was "not normal." It was stated that the battery only lasted 2 years. Patient was unaware that end of service (eos) would occur "so soon after implant." Eos came up "very quickly", the battery stopped working and patient symptoms returned. No patient injury was reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no significant anomaly. Telemetry and output were okay. The ins reached a normal end-of-service condition. A longevity estimate based on an 8840 parameter printout received with the ins indicated that the expected life was 18.39 months to eri and 21.39 months to eos. Based on the trace report taken from the ins, the battery depleted to eri in 23.3 months and reached eos in 26.7 months.